Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus is currently implanted, and the replacement surgery is already scheduled. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).